Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Based upon the information reviewed, a definitive cause for the reported intimal dissection cannot be determined in this incident. The reported hemorrhage appears to be related to procedural circumstances as dissection was noted in the femoral vein. The reported hemorrhage appears to be related to procedural circumstances as dissection was noted in the femoral vein. It should be noted as per the instructions for use: ¿the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. There is no indication that the off-label use of the device in the tricuspid valve contributed to the reported issue. The reported patient effects of vascular dissection (intimal dissection) and hemorrhage requiring transfusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report dissection, hemorrhage, and medical intervention. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. A steerable guide catheter (sgc) was advanced to the tricuspid valve for off label use, and one clip was successfully deployed, reducing tr. However, when the sgc was removed from the patient, a dissection on the femoral artery was observed. The patient began bleeding and a blood transfusion was performed. The dissection was surgically repaired. One clip was implanted, reducing tr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.